Event description:
It was reported that the insulin pump alarmed motor error after a bolus, and another error alarm occurred during the fill cannula process. The blood glucose reading was 9.0 mmol/l. The customer stated that he realized that he was out of insulin, so he refilled the reservoir and set a new one. He stated that every time he tried to fill the tubing, he received the error alarm. He was advised that during seating, the force sensor may not have detected the reservoir. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test and prime alarmed during prime test due to faulty force sensor. The motor was tested outside the insulin pump and passed motor test. The insulin pump was unable to perform occlusion and excessive no delivery alarm due to motor error and prime alarm. The insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.